Event description:
It was reported via repair work order that the head extension was damaged due to a broken load wheel caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.